Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 08-feb-2023. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 1116361. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that 3 bd safetyglide¿ needle only, 25 g x 1 in. Clogged. The following information was provided by the initial reporter: 3 needles have been noted to have smaller lumen making administering vaccine difficult. Takes much longer to inject liquid out due to small opening.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd safetyglide¿ needle only, 25 g x 1 in. Clogged. The following information was provided by the initial reporter: 3 needles have been noted to have smaller lumen making administering vaccine difficult. Takes much longer to inject liquid out due to small opening.